Event description:
It was reported that the pt experienced granulation tissue in the vaginal wall and along the direction of the braided suture. The granulation tissue was removed and the wound was closed. No product will be returned for evaluation.